Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level was 420 mg/dl, with trace ketones. Reportedly the customer changed the pump supplies to address the issue.